Manufacturer narrative:
Ge healthcare's investigation is on-going. A follow-up report will be submitted when the investigation is complete. Patient information is not available as the device was not in patient use at the time of the event. (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
The customer reported a small fire occurred where the power cord of the dash 3000 was plugged into the wall outlet. The device was not in patient use at the time of the event.

Manufacturer narrative:
Clarification on initial report: patient information is not available as the device was not in patient use at the time of the event. Engineering received the dash 3000 a/c power cord involved in the incident which is p/n 80274-103 and manufactured in week 22 of 2009. Based on the evaluation of the affected power cord and the customer provided pictures, the failure of the power cord was caused by wear-out damage to the electrical contact area inside the molded power cord plug end where the wire is crimped to the terminal end of the metal blade assembly. Frequent connection and disconnection of the power cord to the ac outlet causes stress on the blade that eventually leads to weakening of the crimp-to-wire connection. Current flow through the weakened crimp connection causes the power cord to overheat and melt. The investigation concluded that the root cause was a/c power cord wear-out and inadequate user maintenance. The (B)(4) service manual provides preventative maintenance instructions for users to inspect and test the integrity of the power cords. This testing assures that the electrical resistance of the safety ground conductor and the level of leakage current (line conductor-to-ground and neutral conductor-to-ground) meets the iec 60601-1 standard.